Event description:
It was reported that a power on reset occurred. It was noted that the patient is receiving radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed there was one por (power on reset) for write to locked ram, addr=0de2, data=2 on (B)(6) 2012 13:15:06. And there was one patient alert for por on (B)(6) 2012 12:15:06.